Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for dehydration and high blood glucose levels, with a reading of 510 mg/dl. The customer's blood glucose levels were high throughout the night. The next morning, the customer changed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. The mother didn't have a tubing clamp to conduct the high pressure test. Nothing further was reported.